Event description:
Boston scientific received information that high thresholds and pacing failure were noted on the ventricular channel. This right ventricular (rv) lead had previously been repositioned due to an increase in thresholds since the implant. The physician elected to replace both the pulse generator (pg) and rv lead. Both products will be returned and analyzed. No adverse patient effects were reported.

Manufacturer narrative:
Upon analysis, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.